Event description:
It was reported that after pre-dilatation the pixel stent was implanted and a dissection was confirmed distal to the implanted stent. A balloon catheter was used in an attempt to cross the lesion, but it could not cross the lesion. Ultimately, there was no treatment for the dissection; however, this will be conservatively filed based on the attempted medical intervention.